Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a single use loading unit (sulu). Visual inspection of the sulu noted that some of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Only the bottom set of pushers of the sulu were in an advanced position. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge and the instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition occurs when the loading unit is inadvertently pushed up after the firing cycle is started. In this case, only the bottom set of pushers are in contact with the thrust bar, leaving the top set of pushers unfired. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, on closure, the device could not be fired. However, no component fell into the patient cavity. They replaced the device to complete the case. There was no patient injury.